Event description:
Corpak feeding tube was kinked at (B)(6). They pulled on it but did not remove resulting in a double kink, caused refeeding syndrome. On (B)(6) 2025 tube was removed but (B)(6) did not balance electrolytes and discharged the patient. Patient died 3 days later from sudden cardiac arrest.